Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A batch review has been performed. A nonconformance report was documented for this lot, but the issue in the nonconformance report is not foreseeable to contribute to the reported condition. A follow-up medwatch report will be submitted if additonal information bedcome available.

Event description:
The facility representative contacted baxter to report an infusor that had leaked into the overpouch. There is no adverse event, patient injury or medical intervention associated with this report. The event occurred during storage. There is no further complaint information available.